Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has tiny air bubbles in it. The customer's blood glucose reading was 144 mg/dl at the time of incident. Troubleshooting found that customer is reporting on a past event and the air bubbles did not persist after a set change. Customer was advised to monitor and call back if problems persist.